Event description:
While running patient samples, the customer received a low vacuum error and noticed there was clear fluid on the caps of the sample tubes on the lh750 instrument. The volume was not reported and the leak was not contained. There was no biohazard exposure to open wounds or mucous membrane. In addition, no erroneous results were generated.

Manufacturer narrative:
The field service engineer (fse) troubleshot by flushing out all the vacuum lines on the lh750 and made adjustments to the low vacuum regulator which resolved the low vacuum error reported. The fse also found the leak was coming from the worn needle assembly on the instrument. Fse did not have a needle assembly available but customer stated the needle assembly was on order. Per phone conversation with the fse on (B)(6) 2013, the customer had received and installed the needle assembly and had no further issues with the leak reported on (B)(6) 2013. Upon recur, the failure mode for the leak is likely to cause carryover on all parameters due to incomplete aspiration with a bent needle. (B)(4).